Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the head set of the infusion set disconnected from the transfer set on 7 occasions, when using the same package. On the event day, the patient woke up with elevated blood glucose levels of 184 mg/dl.